Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with trellis 6 120x30. The customer states that during initial flush of infusion port, there was resistance and slow exit of fluid from infusion holes. The trellis procedure was initiated. The physician complained that the infusion syringe was abnormally difficult to infuse the lytic. The first run was completed according to the IFU. The trellis was removed and upon flushing the infusion port it was determined that not all of the infusion holes were allowing fluid to exit. A new trellis 6 120x30 device was opened and the case was finished.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.